Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer¿s blood glucose (bg) was in the 20's (mg/dl). The customer went to the emergency room and was treated with dextrose. The customer was released two hours later with bg of 150 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.